Event description:
Reporter stated that 2 nurses were injured while using a safe-t-pro plus lancet device. No information about the type of injuries sustained was reported. No treatment was reported. The manufacturer requested the return of the suspect products for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Technician alleged that the bed was drifting down.

Manufacturer narrative:
The event occurred in (B) (6). The investigation showed that the release button was misplaced, thus the reported failure could occur.